Event description:
The customer stated that he tested his blood glucose and received a reading of 395 mg/dl using his new (5-second) contour meter. He retested using his older contour (15-second) and received a reading of 75 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.